Event description:
A 42 year-old female with intractable epilepsy who underwent invasive neurophysiological monitoring with stereotactic depth electrodes (seeg) on (B)(6) 2025. Pt. Head was placed in mayfield pins and the bed was rotated so that she was positioned within the intraoperative CT scanner. The patient stabilizer stand was then attached to the mayfield. Surgical team noticed that there was some movement of the mayfield that could affect targeting accuracy. We attempted to reposition the mayfield after disconnecting the stabilizer stand and the frontal pin on the mayfield skived along the bone creating a frontal scalp laceration. Site cleansed this with betadine prep and closed the galeal layer with interrupted 3-0 vicryl stitches in an inverted fashion followed by a running 4-0 monocryl stitch in a subcuticular fashion. We also used 3-0 chromic gut above the hairline to better approximate the laceration at that point.